Manufacturer narrative:
During further investigation (fi), a visual inspection of the gds manifold assembly revealed no evidence of damage or contamination. The gds was installed in an fi test ventilator. The ventilator started up in normal ventilation mode but the error ¿low leak - co2 rebreathing risk¿ appeared after about 30 seconds. The airflow accuracy test did not pass as the delivered airflow was much too high. This error was traced to the airflow sensor u1. Replacing airflow sensor u1 resolved the problem as the ventilator delivered breaths without errors occurring and the airflow accuracy test passed. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. The airflow sensor u1 of the customer returned gds measured the airflow much too low. This caused the airflow accuracy test to fail with too high delivered flow and e/c 1203 to occur. Replacing u1 resolved the problem, the ventilator passed the airflow accuracy test and e/c 1203 did not appear anymore.

Event description:
The customer reported that a low circuit leak alarm was activated. Ventilation volume on display showed 0. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.